Event description:
Additional information was received confirming that the patient was re-hospitalized due to the 3rd clip implanted had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment / slda). The patient experienced dyspnea and increased mr grade of 4. There was no tissue damage noted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents for incomplete coaptation (postprocedure) from the reported lot. Based on the available information, a definite cause for the reported single leaflet device attachment (slda) could not be determined. The reported recurrent mitral regurgitation was a result of the reported slda. The reported patient effects of dyspnea and worsening mitral regurgitation are listed in the mitraclip nt system instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported dyspnea was a cascading effect of the reported recurrent mitral regurgitation. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional clip is filed under medwatch report number 2024168-2019-14177-01.

Event description:
This is being filed to report the single leaflet device attachment (slda) requiring mitral valve surgery. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed without issue with moderate mr. A second cds was advanced to further reduce mr. The clip was deployed, but when the shaft was removed, the physician pulled the delivery catheter handle strongly before pulling the actuator knob. The actuator knob was rotated to 8 turns. Immediately after, echocardiogram revealed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda). Mr returned to before the second clip. A third clip was advanced and placed next to the second clip to stabilize the slda. After deployment of the third clip, mr remained at 1-2. On (B)(6) 2020, the patient was re-hospitalized due to an additional slda; therefore, mitral valve repair surgery was performed with good results. No additional information was provided.